Manufacturer narrative:
Trackwise ID# (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii seal (4.5mm). Use heartstring ¿ for central anastomosis of graft in CABG operation. Drill a hole with an aortic cutter and insert a seal into the aorta to begin central anastomosis of the graft, but with more bleeding than usual. When checking the inserted seal, confirm that blood has leaked from the center of the seal. Although the anastomosis was in progress, the seal was pulled out and the anastomosis was completed without using any substitute.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation on 19feb2020 and investigation was conducted on 18mar2020. A visual inspection was conducted. There were signs of clinical use and evidence of blood found on the delivery device and seal and tension spring assembly. The loading device and the delivery device were returned with the seal unraveled and with the tether string cut. The white plunger were observed to be fully depressed on the delivery device with the blue slide lock did-engaged. Measurements of the delivery tube could not be taken due to the blood observed on the delivery device. Based on the returned condition of the device, the reported failure "leak" can not be confirmed.

Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii seal (4.5mm). Use heartstring for central anastomosis of graft in CABG operation. Drill a hole with an aortic cutter and insert a seal into the aorta to begin central anastomosis of the graft, but with more bleeding than usual. When checking the inserted seal, confirm that blood has leaked from the center of the seal. Although the anastomosis was in progress, the seal was pulled out and the anastomosis was completed without using any substitute.

Manufacturer narrative:
Correct h-1 to serious injury (complaint is critical). Corrected section: h-3 device not eval provide code: from "other" to "device evaluation anticipated, but not yet begun." (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii seal (4.5mm). Use heartstring ¿ for central anastomosis of graft in CABG operation. Drill a hole with an aortic cutter and insert a seal into the aorta to begin central anastomosis of the graft, but with more bleeding than usual. When checking the inserted seal, confirm that blood has leaked from the center of the seal. Although the anastomosis was in progress, the seal was pulled out and the anastomosis was completed without using any substitute.